Event description:
It was reported that the patient presented to the emergency department and subsequent examination revealed that the rv lead perforated the right ventricle. A chest tube was placed and the physician cut the distal tip of the lead which was protruding from the right ventricle. Three days later, the remaining portion was removed and a new lead was successfully implanted.

Manufacturer narrative:
A partial lead measuring 51.0cm was returned for analysis. Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.